Manufacturer narrative:
It is unknown when event occurred. Explantation is scheduled for (B)(6) 2018. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, open reduction internal fixation (orif) with (B)(6) pfna system was applied to femoral trochanteric fractures. On (B)(6), cut out occurred (helical blade) at a care facility of another hospital. The patient had sharp pain and difficulty in walking. The sales representative reports that during the surgery, when the surgeon inserted elevators with raspatories into the fractures site without doing external rotation, the anterior side of the inner wall of the bone was cracked. Breakage of anterior side of the inner wall of the bone was confirmed by images of x-ray, CT and 3 dtc taken before and after the surgery. The sales representative also noted that the nail was inserted from the posterior direction, which was not proper. Another contributing factor to the event was that timing of full weight bearing was not proper. Based on the above information, the surgeon recognized that the event was not caused by the device but caused by improper operation. The patient is currently in the hospital. Reoperation (total knee arthroplasty) is scheduled on (B)(6) 2018. Concomitant devices: pfna-ii nail ø10 xs 125° l170 tan (part: 472.101s, lot: l647579, quantity: 1), bolt ø4.9 self-tap l34 tav green (part: 459.340vs, lot: 5942959, quantity: 1, pfna-ii end cap extens. 0 tan (part: 473.170s, lot: l614843, quantity: 1). This report is for a pfna-ii blade l90 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: outcomes attributed to adverse event; relevant tests/laboratory data. Device evaluated by MFR, device manufacture date: a device history record (DHR) review was conducted for part: 04.027.053s, lot: l687740: manufacturing site: bettlach, supplier: frueh ag, release to warehouse date: 12.dec.2017, expiry date: 01.dec.2027: the device history record shows this lot of 40 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Reviewing the received x-ray pictures, cut-out of the blade can be confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Corrected data: event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, proximal femoral nail antirotation-ii (pfna-ii) blade cut out occurred at a care facility of another hospital.